Event description:
The customer reported that the patient table had dropped all the way to the bottom. Philips service was informed that the patient support had dropped 70 cm (27.5in). Philips service confirmed there was no harm to a patient, operator or bystander as a result of the reported event. Philips service determined that the vertical drive ball screw in the patient support had failed.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).